Manufacturer narrative:
Pt demographic unk. High geometry was observed for the frame and probe. Tracking was normal initially, gradually decreasing to less than four feet. Two few markers were identified to be able to run the aak test. The psu is out of calibration.

Event description:
Medtronic rep reported that the camera on the s7 system would not track past 1 meter. Event did not occur during surgery and pt was not present.